Event description:
Per the clinic, the patient underwent a skin flap revision on (B)(6) 2022, due to thin skin flap. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 2, 2022.